Manufacturer narrative:
Device passed the displacement. Device received with broken reservoir tube lip and missing reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the top of the insulin pump¿s reservoir compartment was damaged. The customer stated that the ring around the reservoir was broken in half and kept popping out. She had been putting sticky tape on it to hold it in. The customer was knocked by the insulin pump and that was when she realized half the reservoir was missing. The customer was unsure how the damage occurred. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.